Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side "hypertrophic scar" with no mention of surgical treatment or reoperation. Further information reveals that this event is not device related "since scar occurs in any surgery." Healthcare professional also reported capsular contracture, baker grade iii. Device remains implanted.